Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tissue welder's tip became very red hot and was smoking inside the tunnel when the device was not activated. The device was withdrawn and the tip was charred. The staff removed the tissue welder, extension cable, and power supply from service. A replacement hemopro device, extension cable, and power supply were used to successfully complete the case. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold jaw boot insulations had been burnt and melted. Based on the condition of the jaw boots, the complaint was confirmed. The jaw boot burning is from the heater becoming very hot without switch activation. Resistance measurements were within spec. The micro switch functioned properly. A pre-cautery test was conducted and the results showed that steam was generated from the saline moistened gauze during several device activations. The device did not self-activate. The device meets electrical product specs. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode. (B)(4).